Manufacturer narrative:
The manufacturer previously reported the incorrect 510k number as k18166. The correct 510k number is k181166 and is reflected in g5.

Event description:
The manufacturer received information alleging a device's display was cracked. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's display was replaced to address the issue. There was evidence of physical damage.